Manufacturer narrative:
See manufacturer¿s reports # 3007566237-2016-03085 for the patient¿s other device issue.

Event description:
Information received from the patient reported that have had "many" implantable neurostimulators (ins) and none (before they got a rechargeable ins model) lasted the length of time they were told or claimed by the manufacturer. The patient used the ins battery 24 hours a day 7 days a week and had high settings. The patient wanted updates on new products from the manufacturer regarding longer battery life for people like them who used the device 24/7.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.